Event description:
It was reported that the patient's right ventricular lead exhibited high impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2017. No further information is available.